Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were driving down the road yesterday late afternoon and all of a sudden experienced an unexpected change in stimulation sensation. The patient said that the stimulation started sending electrical shocks through their lower back on their right side , which was the same side as their implant, and entire right leg. When patient said did have the stimulation on as was driving. When asked, patient said that the road was not bumpy and said that drives this route regularly at least once a week. The patient said that family member was able to provide external devices to patient and patient said that they turned the stimulation off and the shocking stopped. The patient said that their back was still very sore from the shocks. The patient said that does have a bad back. Reviewed general programming guidance. Reviewed activity compatibility guidelines. When asked, patient said that contacted their managing healthcare provider (hcp), who was a nurse practitioner and said was redirected to contact manufacturer representative (rep). The patient said will keep stimulation off for now as said back was so sore and their right leg was numb. The patient said will turn stimulation on at some point and will monitor symptoms. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Event description:
On 2026-apr-07 additional information was received from a healthcare provider (hcp). The hcp stated that the patient experienced a similar situation in (B)(6) of 2025. At that time, the device was turned off with no change or resolution to the patient's nerve pain. The patient was under care from the pain management team for this very issue. The hcp stated the patient has lower back pain 2 radiculopathy. In march the patient contacted the hcp regarding this concern and was redirected to the manufacturer. The device was again turned off with no change. The hcp stated the issue had not been resolved and no further actions would be taken in regard to the stimulator as these symptoms preceded the implant. Actions taken to resolve the change in stimulation while driving include the patient being in contact with a rep and the pain management team and being directed to contact the office for any further concerns. It was unknown if this was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.